Manufacturer narrative:
This device was evaluated by the manufacturer. During testing, the device did not exhibit the reported overheating symptom, and no other reportable symptoms were noted. The associated attachment, evaluated on the same order, was confirmed to be overheating. Therefore, this device will be considered concomitant.

Event description:
It was reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.